Event description:
It was reported that this patient was just implanted with a pacemaker system. The last in-office data shows normal lead measurements for both the right atrial (ra) and right ventricular (rv) lead however, the daily measurements show high-out-of-range pacing lead impedances for both the ra and rv. Review of the presenting electrogram (egm) appears fine. Technical services reviewed latitude device data and they do not know why the readings are out-of-range in the in-office measurements from yesterday were within normal limits. Ts recommends further evaluation in the clinic. At this time, the system remains in service. No adverse patient effects were reported.